Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop leaked. There was no patient involved.

Manufacturer narrative:
Two cadd cassette reservoirs with part number 21-7302-24 and lot number 3941139 were received in unused condition inside a plastic bag. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the cassette bag. The leak test passed; there was no leak in the bag or tubing. The reported issue was not confirmed. The cassettes were correctly manufactured and passed the leak test. No presence of cuts over or inside the bag or tubing were found and the solvent bonds were correctly done. There was no fault found with the returned cassettes.